Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery has been depleting quickly for the past 2 months. The customer stated the pump battery depleted from 100% to 75% in less than 9 hours then jumped back to 100%. The customer's blood glucose level was not impacted. Review of the pump data logs by tandem technical support confirmed rapid battery depletion and jumping. Reportedly the customer will continue to use the pump for insulin therapy.